Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) for the discordant ctni result obtained on the dimension vista instrument. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant ctni result. Headquarters support center (hsc) has reviewed the information provided and instrument data. No product non-conformance was found with the instrument or reagent. The sample initially produced a measurement error (e142) flag. The customer did not follow the instructions in the dimension vista operators guide for handling samples with the measurement error flag. The customer diluted the sample 1:5 with sample diluent. The troponin method cannot detect troponin values less than 0.015 ng/ml so when a sample is diluted 1:5, a sample below the level of detection would be reported out as <0.075 ng/ml. The customer reported this number instead of properly following the operator guide instructions. As per the dimension vista operator's guide, for a measurement error flag: "the result cannot be reported. Rerun the sample. If the error occurs for a loci method, troubleshoot the loci error message. If only one flagged result per patient is seen: a. Verify the system operation by repeating the sample with fresh quality control samples. B. If the measurement error on the sample persists and the quality control is within expected limits, dilute the sample 1:2 with a patient qc sample with a known value. If the sample does not contain an interferent, the result should be half the known value of the diluted sample. C. If the measurement error flag persists, the result should not be reported. The specimen should be analyzed by an alternate method. Please contact your local customer care center - technical solutions (ccc) if this occurs." The cause of the issue is operator error. The issue was resolved with customer education. No product nonconformance was identified. No further evaluation of the device is required.

Event description:
A discordant cardiac troponin I (ctni) result flagged with a measurement error was obtained on a patient sample on the dimension vista 500 instrument. The result was reported to the physician. The same sample was run on an alternate dimension vista instrument and a correct result was obtained. There are no reports of patient intervention or adverse health consequences due to the discordant ctni result.